Manufacturer narrative:
(B)(4).

Event description:
It was reported by the clinician that the symptomatc fatigue patient presented for a routine device check in backup vvi mode. After a software download, the device resummed normal function. The patient would be followed normally.